Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The hex driver shaft is worn on the end.

Manufacturer narrative:
Examination is not possible as the instrument has not been returned. Follow up to retrieve it was not successful. A complaint database search finds no other reports of any kind against this product / lot combination. The provided lot code of ag2018598 was released for distribution in may of 2013. There is no trend for this product code and issue where wear through repeated use was not a contributing factor. The investigation is unable to draw any conclusions regarding this specific instrument without examination. Corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.